Event description:
A malfunction alarm was reported with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer continued to use the pump for insulin therapy.